Event description:
It was reported that the carto 3 system was displaying error 1006, back patch sensor error, intermittently at first, then constant. The caller was advised to replace the back patch sensor cables and to reboot the carto 3 system. The piu was turned off when the anesthesiologist advised that the patient was hypotensive. The physician opted to forgo troubleshooting at this time. Cas will call back. Cas called back stating that after the first call, a stat echo was ordered. The patient was in tamponade and CPR was started (12:45 central time). A pericardiocentesis was performed. Unknown amount of fluid removed. Blood and plasma products were given along with acls code protocol. Cardiothoracic surgery was called. The patient expired (14:10 cst) before surgery was available. This report reflects information received by FDA of a form of a notification per 803.22 (b)(2).